Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 395 mg/dl at the time of the incident. Customer reported top lip part came off and the wire was hanging out of the base of the pump and taped the part together and gave insulin unsure how the damage occurred to the pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.